Manufacturer narrative:
The explanted device was not returned to bsn for analysis as it was discarded by the medical facility. A review of the mfg documentation for the explanted device revealed that no anomalies or deviations potentially related to the event occurred during mfg. This is the final report.

Event description:
A report was received that a pt was experiencing difficulties charging the ipg after falling on the ipg site. The pt underwent a revision procedure to replace the ipg, because the physician believed that it was no longer working.